Manufacturer narrative:
Customer did not request svc. Customer reported incident for credit purposes only. No further investigation could be conducted at this time. No erroneous results were recorded since the customer aborted the plate, and reprocessed the samples.